Event description:
Event 1: d5w w/lr infusing. 3 way pump holder alerted w/ low battery. Rn plugged it in as indicated. Pump didn't turn back on to keep infusion going. Was off 2 hours before rn noticed b/c pt confused. Low bs b/c not getting d5w w/ lr. Event 2: battery alert. Event 3: pump battery failure. Event 4: red battery malfunction screen present. Event 5: battery failure. Event 6: system error message. Event 7: red battery alert displayed on screen. Event 8: first pump had red battery alert. Second pump had red battery alert and then screen faded to black despite being plugged in. Event 9: IV pump battery faulty; running daratumumab for patient infusion therapy. Event 10: battery failure alert progressed to white screen. Event 11: red battery alert on pump infusing acetylcysteine. Event 12: low battery alert despite pump plugged in and cords verified to be plugged in event 13: inaccurate low battery alarm. Event 14: IV pump alarming for "battery alert" when unplugged after being charged sufficiently. Sent for maintenance. No harm to patient. Event 15: improper shut down - please check. Event 16: replace battery alarm. Event 17: system failure code. Event 18: pump stopped infusing due to battery error while plugged in during platelet infusion. Pump stopped infusing due to battery error while plugged in during platelet infusion. Event 19: red battery alert. Event 20: red battery alert . Event 21: battery failure during infusion; pump unplugged and stopped infusing; infusion 0.9 ns; IV line disconnected from patient. Event 22: tried to start an infusion but the battery didn't charge. I used a different pump. Event 23: pump failure, battery alert. Event 24: baxter infusion pump had norepinephrine running and "shut off" without warning and despite being plugged in. Event 25: battery alert on IV pump. Unable to charge when connected to wall outlet. Pump alarmed. Event 26: battery alert going off while pump was plugged in. Event 27: battery alert and battery failure alarm. Event 28: baxter pump failed, and stop pumping for battery alert, then once stopped and restarted, it began to pump again, but beeping every 30 seconds. Event 29: baxter IV pump battery failure. Event 30: IV pump without warning displayed "improper shut down" and turned off. When turn back on displayed a battery alert. Only fluids were running, but potential to cause harm if a high risk med was infusing. Event 31: battery alert. Event 32: pump alarmed improper shutdown while infusing norepi, stopping the infusion. Rn couldn't get the pump to turn off or on, so rn switch to a new pump right away, and bp did dip for a minute while this was happening. Event 33: pump shut off while infusing.